Event description:
Device 1 of 2. Reference MDR report number 1627487-2012-00268. It was reported the patient (B)(6) experienced a loss of stimulation and unwanted stimulation in the left leg. In addition, the patient alleged discomfort near the ipg site and pain corresponding with the placement of the tip of the lead. Surgical intervention was undertaken to explant the patient's scs system. No further complications were reported.

Manufacturer narrative:
Evaluation: results: as received the lead had all wires broken and separated approximately 10cm from the paddle. The damage observed is consistent with an overstress condition the lead was subjected to while implanted. Analysis of the returned lead did not reveal any anomalies that would contribute to the complaints of "stimulation in the wrong location" or "patient discomfort at the implant location". Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.